Manufacturer narrative:
(B)(6). Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 38 x 3.00mm promus premier drug eluting-stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6). Device is combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis with stent protector and product mandrel attached. An examination of the crimped stent identified damage. The stent struts from the distal half of the stent were pulled and stretched distally over the distal end of the tip. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks a examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid of the left anterior descending artery. A 38 x 3.00mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported.